Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the proximal ramus interventricularis anterior (riva). The vessel characteristics are unknown. The lesion was pre-dilated with a non-bsc 2.0 x 20mm balloon and a 2.0 x 30mm balloon. The 2.5 x 12mm taxus liberte drug-eluting stent was introduced and resistance was encountered; therefore, the stent delivery system was removed from the patient. Upon inspection, it was observed that the stent was damaged. The procedure was completed with a non-bsc 2.5 x 16mm stent. No patient injury or complications were reported. The patient's condition was reported as ok.

Manufacturer narrative:
Device analysis can confirm the reported complaint. Visual and microscopic examination of the crimped stent revealed proximal stent damage. Some of the stent struts were raised. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. Visual examination of the remainder of the device revealed slight kinks along the hypotube. A review of the manufacturing records found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident is unknown.